Manufacturer narrative:
(B)(4). The device was returned for analysis. The slow deflation issue was able to be confirmed. The kinked shaft was confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for deflation issue or kinked shaft from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a distal right coronary artery stenting procedure, the 3.5x38mm xience xpedition stent delivery system reached the lesion without issue. After stent deployment in the lesion, the balloon failed to deflate. Attempts were made to deflate the balloon by inflating and re-attempting to deflate the balloon, but the balloon remained inflated. A 30cc syringe was used by pulling negative, but the balloon failed to deflate. A 60cc syringe was used and by pulling prolonged negative, the balloon finally deflated and was removed without issue. When the device was removed a kink was noted in the shaft. The physician did not know if the kink was contributory to the event. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.